Manufacturer narrative:
Investigation summary: the investigation has been completed. Ventricular fibrillation: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient noted as receiving a high-risk coronary artery bypass graft was implanted with an impella 5.5 device for mechanical circulatory support post-surgery. The patient presented to the hospital with chest pain and elevated troponins. The patient was brought to the cardiac catheterization laboratory and was found to have triple-vessel disease, and the left ventricle was severely depressed. An intra-aortic balloon pump (iabp) was placed, and the patient was transferred to another hospital for further treatment and possible coronary artery bypass graft surgery. The patient underwent three coronary artery bypass grafts, and following the procedure, the impella 5.5 was placed directly through the aorta, and the iabp was weaned and explanted. On the sixth day of support, it was reported that the patient experienced ventricular fibrillation the previous night and was defibrillated three times and magnesium was given to resolve the arrhythmia. The patient¿s pacemaker was reviewed via echocardiography, and the medical team determined that the patient would require an automatic implantable cardioverter defibrillator. There were no further reports of arrythmia, and the device was subsequently weaned and explanted successfully. The explant was not performed earlier than planned as a result of the complication.